Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2067 radio frequency programmer head. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported phenomenon of error messages generated. The link electronic module (lem) was calibrated, the hard drive reconfigured and the software reloaded. Analysis also found that the system fan was noisy and it was replaced. The programmer passed functional and systems tests, no other anomalies were found. (B)(4).

Event description:
It was reported that upon start up of the programmer it generated error messages. Follow-up determined that the programmer was able to complete the device check properly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon start up of the programmer it generated error messages. Follow-up determined that the programmer was able to complete the device check properly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.